Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for routing follow-up, device was found to be in backup vvi mode. Patient had pacemaker syndrome and dizziness. Programing changes were made to resolve the issue. Patient was stable.